Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos from 1998 to 2008 and mirena. Concurrent conditions included polypectomy, sinusitis since (B)(6) 2016, postnasal drip and lower urinary tract infection. Concomitant products included ibuprofen (advil) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping /lower quadrant pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes") and allergy to metals ("allergic reactions associated nickel allergy"). The patient was treated with surgery (bilateral salpingectomy, hysteroscopy and polypectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, genital haemorrhage, abdominal pain lower, pelvic pain, abdominal pain, migraine, urticaria, rash, allergy to metals, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, genital haemorrhage, menorrhagia, migraine, pelvic pain, perforation, rash, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2014:surgical pathology report: diagnosis: endometrium, polyp, polypectomy: - benign endometrial polyp. On unknown date: essure confirmation (sonogram or x-ray):total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos from 1998 to 2008 and mirena. Concurrent conditions included polypectomy, sinusitis since (B)(6) 2016, postnasal drip and lower urinary tract infection. Concomitant products included ibuprofen (advil) since 2011. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping /lower quadrant pain"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes") and allergy to metals ("allergic reactions associated nickel allergy"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, genital haemorrhage, abdominal pain lower, pelvic pain, abdominal pain, migraine, urticaria, rash, allergy to metals, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, genital haemorrhage, menorrhagia, migraine, pelvic pain, perforation, rash, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2014:surgical pathology report: diagnosis: endometrium, polyp, polypectomy: - benign endometrial polyp. On unknown date: essure confirmation (sonogram or x-ray):total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet & medical record received. Events vaginal bleeding & menorrhagia are added. Lot number added. Lab data updated. Concomitant & historical drugs , conditions are added. Patient, product& reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping /lower quadrant pain"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), urticaria ("hives"), rash ("rashes") and allergy to metals ("allergic reactions associated nickel allergy"). The patient was treated with surgery (she underwent pelvic surgery to try and alleviate the symptoms) and surgery (she underwent pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, abdominal pain lower, pelvic pain, abdominal pain, genital haemorrhage, migraine, urticaria, rash and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, genital haemorrhage, migraine, pelvic pain, perforation, rash and urticaria to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: lawyer added from legal document. Added product indication, stop date and event injuries was replace with severe cramping, chronic pelvic pain, abdominal pain, lower quadrant pain, heavy and irregular bleeding, migraines, hives, rashes, and other allergic reactions associated with a nickel allergy. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report. And migration/perforation of the essure device.